Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the video connector was worn out causing poor connection with pigtails. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic ureteroscopy with laser lithotripsy procedure, the visera elite video system center had no image. It was noted, the intended procedure was completed with a similar device, resulting in prolonged procedure and the patient was under sedation for longer time. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to h6 and h10. Based on the results of the legal manufacturer's investigation, the defect (no image) was not reproduced. However, connection failure due to wear of the video connector socket has been confirmed and likely has contributed to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual of otv-s190 (figure number: gt7167) describes the following, which may have prevented the phenomenon: ¿[3.1 precautions of installation and connection]: properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result. // [3.3 installation of the equipment]: keep the ventilation grills of the video system center clear. The ventilation grills are located on the side panels. Blockage can cause overheating and equipment damage.¿ olympus will continue to monitor field performance for this device.